Manufacturer narrative:
Device eval summary: device eval of the battery pack sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon eval, it was discovered that there were mismatched cells within the battery pack, reading 1.28v, 1.04v and 1.28v. The root cause of the mismatched tri-cells cannot be positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) distributor returned battery pack sn (B)(4) to zoll noting that the battery is heating up while on the charger.